Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged hearing loss. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on febrauary 15, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging hearing loss and burning smell related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed the evidence of sound abatement foam degradation/ breakdown. Pil used a fitt (foam integrity test tool) and the associated and confirmed the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found 0 error code. The manufacturer concludes there was evidence of degraded sound abatement foam.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging hearing loss and burning smell related to CPAP device's sound abatement foam. There was no report of serious patient harm or injury. Sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.